Event description:
Extreme pain, extreme cramping and bleeding. Had a ablation done and still having the problem. (B)(4).

Event description:
Additional info received from the reporter on (B)(6) 2014: on (B)(6), 2014 had a hysterectomy and removed essure.